Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that review of x-ray after successful implant of this right atrial (ra) lead noted a bend in the lead tip. The lead was noted to have acceptable electrical measurements. No adverse patient effects were reported. This product remains implanted and in service.